Event description:
Additional information received indicates that the device was explanted due to normal battery depletion. This device was returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker had reached its elective replacement indicator (eri). A health care provider (hcp) expected the device to still have 1.5 years remaining 3 months before and was wondering about the big change. A boston scientific technical services (ts) representative explained how the devices manage longevity. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device still remains implanted. The clinical observations cannot be confirmed yet. This report will be updated upon receipt of additional information.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.